Manufacturer narrative:
The event date reported was only the event year of 2020. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The biosense webster inc. Product analysis lab received a picture and video for analysis. The photograph and video analysis was completed on august 14, 2020. According to the video and picture provided by customer, a leakage condition from the hub can be appreciated. The photo does not provide sufficient information related to the thrombus condition reported event and therefore, no result can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Customer complaint regarding a leakage condition was confirmed based on the evidence received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. The customer complaint regarding a thrombus condition was not able to be evaluated based on evidence provided by the customer. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve separation and thrombus in the hub occurred. A thrombus was noted in the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. Several aspirations needed to remove the thrombus. Blood leaking was also noted from the valve after removing the catheter. Nothing that looked broken or visually separated, just not sealing properly. The hemostatic valve/brim cap/hub did not become detached from the sheath. Blood return was observed as dripping (video confirmed) but it was not excessive. No air entered the body. Procedure successfully completed. There was no report of patient consequence nor extended hospitalization. The thrombus was assessed as a MDR reportable issue. The issue with the hemostatic valve was assessed as an MDR reportable hemostatic valve separation issue.